Event description:
It was reported that the patient received inappropriate shocks. At interrogation, there was overdetection. The lead and device were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory and tested out of specification consistent with the advisory. Evaluation summary: no anomalies found. Evaluation summary: distal conductor was fractured; full lead was returned for analysis. It was reported that the patient received inappropriate shocks. At interrogation, there was overdetection. The lead and device were explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed, visual examination device performed according to specifications device operated according to specifications oversensing shock, inappropriate.